Manufacturer narrative:
Trackwise:(B)(4). A lot history search is not applicable because this is a reusable, OEM device. Due to the age of the device, a c of c is not readily available on-site.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported during an endoscopic harvesting procedure, the t.w. Power supply was not getting energy. The harvester turned off the power supply and back on, adjusted the settings and still did not work. The procedure was completed with a new power supply. There was a few minutes procedural delay while switching out the other supply. There was no patient harm/effects due to the defective device.